Event description:
In early 2009, the hospital nurse reported that two days prior, a female patient was disconnecting the uv transfer set during continuous abdominal peritoneal dialysis (capd) therapy and noted that the spike of the transfer set was broken resulting in peritonitis. The patient was seen at the hospital and the uv transfer set was replaced. The patient was not hospitalized. The patient reportedly experienced abdominal pain and cloudy effluent was observed. A culture of the effluent was performed that day, and the results were positive for coagulase-negative, staphylococcus, staphylococcus epidermidis and staphylococcus haemolyticus. The same day, the leukocyte count was 6500/mm3, neutrophils 74.9% and the c-reactive protein was 0.6 mg/dl. The patient was diagnosed with bacterial peritonitis. The patient was treated with vancomycin 1.5g intra-peritoneal (ip) time's one dose that day and six days later, tobracin (tobramycin) 120mg intramuscular (im) time's one dose, and cravit (levofloxacin) 100mg two times per day by mouth for a week from two days prior to original date. Four days after the original date, the patient had recovered from the event. It was confirmed that the patient secured the uv transfer set to her abdomen with tape. The glue of the tape (15cm to 25cm) was noted on the twist clamp of the uv transfer tube. The sample is available for evaluation.

Manufacturer narrative:
The sample was returned for evaluation. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.